Event description:
It was reported that the patient implanted with this right ventricular (rv) lead presented to the emergency department with an underlying rhythm of 40 bpm. Device interrogation found the rv pacing impedance measurements were high, out-of-range at greater than 2500 ohms. Noise consistent with a lead fracture was observed in the bipolar configuration. The lead was surgically abandoned and replaced; it was noted an outer coil fracture and possible insulation breach were observed at the replacement. During this lead revision, the chronic pacemaker was also explanted and replaced prophylactically, due to inclusion in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.